Event description:
While using a byte day aligners, patient reported that they were examined by their dentist and found that the patient presented with generalized thin gingival phenotype and recession on teeth #3-14 and #19-30. Dentist stated that the patient is not a candidate for orthodontic treatment at this time given their periodontal status. Dentist recommended that patient stops orthodontic treatment immediately to prevent any additional attachment loss. Patient has expressed oral health issues since starting treatment, including moderate bone loss and gingival recession. Patient has stopped treatment and is consulting with a periodontist for a treatment plan.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.